Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, underweight, brown particles on the surface of the shell. A microscopic analysis was performed which identify, sharp edge and with non-penetrating nicks assessed, as surgical impact opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Stress mark. Based on the device analysis, the final assessment is: a sharp edge opening with non-penetrating nicks assessed, as surgical impact. And non-penetrating nicks.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.